Event description:
Reportedly, the ventilator gave low battery alarm on dc battery power during use on a pt while traveling. The pt/caregiver switched to ac power and tried to recharge the internal battery. However, the ventilator would not switch to ac power and the battery did not recharge. The pt was ambu bagged for a couple of hours and then swapped to the backup ventilator. Please note that low battery alarm functioned properly in this case. Please also note that the pt was ambu bagged for a couple of hours because their backup ventilator required a dc-ac inverter to run and it took time for the caregiver to purchase it.